Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. Part: 324.213, lot#: 30p9670, manufacturing site: bettlach, release to warehouse date: december 19, 2019. A manufacturing record evaluation was performed, for the finished device 324.213, lot#: 30p9670. And no non-conformances were identified. Photo investigation: the device was not returned. A photo-investigation was performed on the images. Upon inspecting the image provided, the cutting edges of the drill bit a 4.3 percut calibr could not be concluded, as damaged from the provided images. As the device was not returned. An as-received condition could not be assessed. And a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed, during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted, during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined, that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during the intra-op procedure it was found that (2) drill bits were blunt. No further information provided. This report is for (1) 4.3mm percutaneous drill bit qc/300mm/calibrated. This is report 2 of 2 for complaint (B)(4).